Event description:
Complainant alleged that during routine testing, the electrode connector would not fully insert into the universal cable and latch. There was no pt involvement during the reported malfunction.